Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device does not blow air. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca damage per burn, blower damage, blower box kit contaminated, out led seal contaminated. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.